Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 44 mg/dl. Low blood glucose was treated with carbs. Customer also reported loss of communication between pump and transmitter. It was unknown weather customer was using auto mode feature or not. No further patient complication were reported. Insulin pump will not be return for analysis.